Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a.

Event description:
It is reported that the patient underwent hip surgery in (B)(6) 2011. The patient was revised components due to loosening, stem subsidence. It was stated that the stem was extremely loose and removed with ease.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision hip surgery approximately 5 years post implantation. The patient was revised due to pain, loosening, and stem subsidence. It was stated that the stem was extremely loose and removed with ease. All of the components were removed and the shell was well fixed.